Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a endovascular abdominal aortic aneurysm (aaa) procedure in the right and left femoral arteries. Reportedly, the sutures did not deployed in the artery. A cutdown procedure was then performed and the arteries were stitched closed with 5-0 prolene sutures. Three devices were attempted on the left side and two on the right. A 5fr procedural sheath was used. The procedure was delayed at least 30 minutes due to the necessary cutdown. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional four perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot associated with suture not deploying. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.